Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional reported rupture, confirmed via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. Missing piece of shell assessed as inconclusive. As per the investigation procedure crease wear abrasion stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture, confirmed via MRI. This record is for the right side. Device was explanted.